Event description:
It was reported that during an infusion set and cartridge supply change, the inset portion of the applicator detached while the ilet user was unwinding the tubing, consistent with an infusion set deployment or connector attachment issue. There were no reported symptoms or adverse clinical effects. Outcomes included no interruption requiring medical care, no alerts or alarms, and successful completion of the supply change after troubleshooting and education. Investigation included remote troubleshooting and user guidance through proper set replacement. Investigation of this case revealed an incorrectly deployed infusion set or improperly attached connector that was resolved by replacing the inset and completing the change as instructed. It was concluded, based on previously established findings for similar reports, that the cause was user handling or technique during insertion and connection.